Event description:
(B)(6) post received through marketing partner: patient stated: "it does work. But don't do it! Here's my story[?]I had mine for 11 years and lost 120 lbs. I was able to maintain my weight at (B)(6). In (B)(6) of 2020 I started having complications. My doc took out all the fluid as my band showed no slippage or problems. After a couple months went back to filling it and the problems started again. Once again she removed unfilled my band & endoscopy showed band was fine. In march of this year the problems started again. Couldn't keep anything down and became dangerously dehydrated and malnourished. The minute my doc saw me she sent straight to the ER & I had to have an emergency lapband removal. My tests showed I had kidney & heart damage & my blood levels were all over the place. Stayed in the hospital for 5 days. Oh and I was weighing (B)(6). When my doc went in to remove the lapband it had slipped and there was a lot of scar tissue inside the lapband which added to the complications of the slip. She said I would not have lasted another day. I was lucky. But now[?] I have gained a lot of the weight back. I'm weighing in at (B)(6) within 5 months from having the removal. Doc can't figure out why I'm gaining so fast because I am still eating the same things I had been eating and the same portion sizes as I was when I had the lapband. I wish they had given me a revision or a choice to replace the lapband with the sleeve but they didn't cause my insurance didn't cover any of it. So just do your research before opting for the lapband. It did save my life 11 years ago but nearly took it 11 years later." No further information available from physician or patient.